Event description:
The info provided to sjm indicated a 6f fast-cath introducer was placed in the right femoral vein during an atrial fibrillation procedure with a 6f stryker steerable quad. The sheath was manipulated several times during the procedure. After approximately 4 hrs while holding pressure to the site, the sheath was pulled back and the hub separated from the sheath. The detached piece traveled through the vasculature and into the right ventricle. A snare retrieval kit was used to remove the piece from the pt who was kept overnight for observation. The pt was discharged the following day with no further issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined.